Manufacturer narrative:
Pump passed displacement test. Unit was received with partially broken reservoir retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. For ng2337347h, the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked. The customer stated that the reservoir ring was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.